Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# (B)(4). Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, tilt, occasional chest pain, and stomach pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported occasional chest and stomach pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left internal jugular vein due to possibility of stroke. Patient is alleging tilt and vena cava perforation. The patient is further alleging occasional chest pain and stomach pain. Per a report from CT (computed tomography): "the hook of the cook gunther tulip retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. Only one strut perforates the ivc wall. One (1) medial strut perforates the ivc wall 6 mm and resides within the soft tissues. The ivc diameter is only 13 mm at the level of filter deployment therefore, the filter is unable to be fully expanded. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified."